Manufacturer narrative:
The complaint for lead s/n (B)(4) has been confirmed. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut approximately 9 inches from the distal end. This is a result of a typical explant procedure and is not considered a failure. The complaint for lead s/n (B)(4) has been confirmed. X-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Additionally, visual inspection revealed that the lead was cleanly cut approximately 10 inches from the distal end. This is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient had lost stimulation. A system check showed high impedances on seven contacts. The patient underwent a lead replacement procedure.

Event description:
A report was received that the patient had lost stimulation. A system check showed high impedances on seven contacts. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70, serial/lot # (B)(4), description: linear lead with enhanced stylet, 70cm.